Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast deformity. Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast reconstruction with two mentor memorygel breast implant prostheses (left: 300cc, right:650cc) and experienced right-sided device migration, left-sided rupture and grade iii capsular contracture postoperatively. Due to right-sided deformity and left-sided capsular contracture, the patient underwent bilateral removal and replacement with two mentor memorygel breast implant prostheses (left catalog #: smpx325, left serial #: (B)(4), right catalog #:3506004bc, right serial # (B)(4) on (B)(6) 2022. Upon explantation, the left-sided device was observed to be ruptured, and the right-sided device was observed to be flipped. The patient¿s symptoms were improved after the revision surgery. This report is for the right-sided prosthesis.